Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had blank display. Blood glucose was unknown. Customer reported that they are away from home and her battery has gotten dead. Customer reported that they are tried to replace battery and it's still not working. Customer reported that display is blank. Customer stated that the display was blank less than 30 seconds. Customer states display is blank currently. Insert battery alarm did not display on the pump screen. The customer was assisted with troubleshooting and the display did not return. The insulin pump will be returned for analysis.